Manufacturer narrative:
The device was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify unresponsive keypad or buttons due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a critical pump error and insulin pump was exposed to fluid. The blood glucose level was 126 mg/dl. The customer reports they received a critical pump error image on the pump screen. The customer reported that insulin pump was exposed to fluid and there was no visible fluid in the pump. The customer state that the keypad was unresponsive. The troubleshooting was performed for critical pump error and pump exposed to fluid. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump being returned for analysis.